Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample without original packaging or lot number was received for evaluation. After performing a functional inspection the reported issue of leaking was confirmed; the device was leaking at the y connector. The reported conditions of occluded and small split in the y-port connector were not confirmed. The root cause analysis determined that a connector leaking is a condition generated when an operator fails to complete an assembly or follow the predetermined process steps to assure a complete assembly. Changes were made to support the validation of the solvent dispenser for the assembly of the y port. This change is to improve the manufacturing process and have better control with the process assembly by implementing a new solvent dispenser for better handling of the solvent. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer reported the patient¿s nasogastric tube was difficult to flush, this cleared and water was able to be flushed but would come back out. Additional information provided on (B)(6) 2019 stated that the nasogastric tube was leaking.

Manufacturer narrative:
Event updated with additional information. Leaking was added as an additional device code.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the patient¿s nasogastric tube was difficult to flush, this cleared and water was able to be flushed but would come back out.